Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that, after the difficulty advancing in the aorta, an 18 french non-medtronic sheath was placed and the same valve and dcs were inserted into the patient. The evolut system instructions for use (IFU) instructs "if a bioprosthesis and catheter have been removed from a patient, dispose of both the bioprosthesis and catheter; do not attempt to reuse either component. Both the bioprosthesis and catheter must be replaced with new sterile components." The reported event indicates that the valve was initially deployed to 2/3 in a sub-optimal position, and was recaptured. Recapturing is a feature of the evolut r system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy and/or physician technique, however the cause of the positioning difficulty in this case could not be determined with the limited information available. During the recapture attempt the capsule appeared to "accordion", the recapture attempt was stopped and the valve was pulled out of the surgical valve. The description of the capsule appearing to "accordion" indicates that a capsule buckle event most likely occurred, although this cannot be confirmed with the evidence available. Capsule buckle typically occurs due to excessive compressive forces applied to the capsule. This excessive compressive force can be experienced when the valve is loaded incorrectly. A still fluoroscopic load check image was submitted for review. No misload was determined based on a review of the still image. However this was not a full 360 degree fluoroscopic load check film and only a portion of the capsule was shown in the image, therefore the load quality cannot be conclusively determined. In addition, as documented above, the same dcs was re-inserted into the patient after it had been removed, contrary to the IFU. It cannot be determined if the re-insertion of the same dcs may have caused or contributed to this capsule failure. Therefore the root cause of the potential capsule buckle in this case cannot be determined. Additional attempts to recapture and deploy the valve were unsuccessful. When a capsule buckle is initiated, the capsule may not retract or advance as normal which is the most likely cause of the unable to recapture and unable to deploy reported in the event description. After the dcs was removed from the patient, the capsule was noted to be fractured. This description is consistent with capsule buckle events when the compressive forces initiate a capsule buckle which can then result in a fracture in the capsule frame during attempted retraction of the capsule. Vascular injuries, such as perforation and bleeding, as well as patient death, are known potential adverse patient effects per the evolutr instructions for use (IFU), and may be impacted by many factors including the patient's pre-procedural condition and procedural factors, as well as factors related to the device. No procedural films were received for review and therefore the cause of the injury cannot be confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 23 mm transcatheter bioprosthetic valve, into a 19 mm failed non-medtronic surgical valve, the in-line sheath was used but there was difficulty passing the descending aorta. An 18 french non-medtronic sheath was placed. The same valve and delivery catheter system (dcs) were inserted. The valve passed through the sheath and crossed the surgical valve. At 2/3 deployment, the valve was at a 1 mm depth in relation to the surgical valve post. A decision was made to recapture the valve to bring the position down a few millimeters. Slight forward tension was applied during recapture in an effort to prevent dislodgement. At the start of recapture, it was noted that the capsule was beginning to ¿accordion¿. Recapturing was stopped, and the valve was pulled out of the surgical valve into the ascending aorta. A second recapture attempt was made but was not successful beyond the top of the outflow. It was reported that there was force felt but the handle could still be turned. The capsule was moving but as the valve was being recaptured, the capsule was being distorted to where the valve could no longer be recaptured. When an attempt was made to deploy the valve, the handle turned but there was no capsule movement. Since the valve could not be recaptured or deployed, the partially deployed valve was brought to the base of the 18 french sheath. An attempt was made to pull the valve through the sheath but when the beginning of the inflow portion of the valve reached the sheath, the valve could not be pulled through any further. It was decided to pull the system as is out of the body then replace with a new sheath and valve. When the system was brought to the common iliac, the partially deployed valve tore the right common iliac and bleeding into the abdominal cavity resulted. Surgical repair of the perforation was attempted but was unsuccessful and the patient subsequently expired. No autopsy was performed. After the device was removed from the patient, the capsule was noted to be fractured and deformed. The patient anatomy was reported to be calcified with a mean access vessel diameter of 5.0 mm.